Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements got worse over time. Currently eight channels are unavailable due to high impedances and short circuit. Re-implantation is likely but not yet scheduled.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, a damage to the active electrode likely caused by minute device mobility is suspected. However to confirm the root cause an investigation at the explanted device is necessary. The patient will undergo re-implantation surgery in (B)(6) 2016.

Event description:
The patient has had worsening performance over time. Re-implantation has been scheduled for (B)(6) 2016.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has had worsening performance over time. The patient has been re-implanted.